Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018. Pinnacle cup impactor thread damaged, unable to put a cup on the handle requires replacement srom 28+0 head damaged. No ae to patient. No delay to procedure.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.